Manufacturer narrative:
The device was returned and investigated. The reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. The discrepancy between what was reported (clip opened while establishing final arm angle) and what was observed (no issues with the clip) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis.a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for unintended movement (clip opening while establishing final arm angle/efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the failure to establish final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced into the patient anatomy and grasped the leaflets. When establishing final arm angle (efaa), the clip failed and gradually opened to about 60 degrees. Standard troubleshooting maneuvers were performed twice, and the clip failed efaa both times. The cds was pulled back into the left atrium, and efaa was tried again; the clip failed and the device was removed without issue. A second cds was then used without issue. The mr was reduced from grade 4 to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.